Manufacturer narrative:
Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, cracked battery tube threads, fading serial number label and cracked case at battery tube side.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was unable to lock in place into the insulin pump. It was reported that the retainer ring was damaged. Insulin pump had cracks on centers. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, cracked battery tube threads, fading serial number label and cracked case at battery tube side.